Event description:
The customer reported elevated troponin I results, within the risk stratification, for an unknown number of patients involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer stated original results were between 0.1 ng/ml and 0.12 ng/ml. Subsequent analyses of the patients' samples produced lower results, within the normal reference range, at 0.0 ng/ml or 0.01 ng/ml. All the elevated results were released out of the laboratory. One patient was transported to a larger hospital based on the elevated value. It is unknown if the patient received any additional treatment while at the hospital. There has been no report of current patient outcome to date. The customer indicated system preventative maintenance (pm) was completed on (B)(6) 2013. Quality control (qc) has been within specifications and there were no system errors in the event log. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a routine system check, high sensitivity system check and assay quality control (qc) on the access 2 immunoassay system. All verification testing passed within instrument and assay specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The fse reviewed the importance of pre-analytical sample handling with the customer for informational purposes. A definitive cause of the incident is unknown.